Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) displayed a Heart Logic alert indicating that the Heart Failure Index had crossed above the programmed alert threshold. Upon further review, a three second pause was observed on the intracardiac electrogram. The CRT-D also recorded three ventricular arrhythmia episodes, during which appropriate therapy was delivered, including anti-tachycardia pacing (ATP) and one shock, resulting in successful rhythm conversion. It was further reported that an additional request for device data review was made following a subsequent episode in which the patient experienced a shock and clarification was requested regarding why the therapy was not aborted. Technical Services (TS) reviewed the specific episode and indicated that detection criteria were met in the ventricular fibrillation (VF) zone, and ATP was delivered with initial transient rhythm slowing; however, the patient returned to VF and detection criteria were met again. At that point, the therapy sequence was committed, and one shock was delivered even though the arrhythmia terminated during device charging. TS confirmed that the device operated as programmed. The reports were reviewed with the clinician. This CRT-D remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
THIS PRODUCT WAS NOT RETURNED FOR ANALYSIS SINCE REMAINS IMPLANTED AND IN-SERVICE; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE. IF PERTINENT INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THIS CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D) DISPLAYED A HEARTLOGIC ALERT INDICATING THAT THE HEART FAILURE INDEX HAD CROSSED ABOVE THE PROGRAMMED ALERT THRESHOLD. UPON FURTHER REVIEW, A THREE SECOND PAUSE WAS OBSERVED ON THE INTRACARDIAC ELECTROGRAM. THE CRT-D ALSO RECORDED THREE VENTRICULAR ARRHYTHMIA EPISODES, DURING WHICH APPROPRIATE THERAPY WAS DELIVERED, INCLUDING ANTI-TACHYCARDIA PACING (ATP) AND ONE SHOCK, RESULTING IN SUCCESSFUL RHYTHM CONVERSION. IT WAS FURTHER REPORTED THAT AN ADDITIONAL REQUEST FOR DEVICE DATA REVIEW WAS MADE FOLLOWING A SUBSEQUENT EPISODE IN WHICH THE PATIENT EXPERIENCED A SHOCK AND CLARIFICATION WAS REQUESTED REGARDING WHY THE THERAPY WAS NOT ABORTED. TECHNICAL SERVICES (TS) REVIEWED THE SPECIFIC EPISODE AND INDICATED THAT DETECTION CRITERIA WERE MET IN THE VENTRICULAR FIBRILLATION (VF) ZONE, AND ATP WAS DELIVERED WITH INITIAL TRANSIENT RHYTHM SLOWING; HOWEVER, THE PATIENT RETURNED TO VF AND DETECTION CRITERIA WERE MET AGAIN. AT THAT POINT, THE THERAPY SEQUENCE WAS COMMITTED, AND ONE SHOCK WAS DELIVERED EVEN THOUGH THE ARRHYTHMIA TERMINATED DURING DEVICE CHARGING. TS CONFIRMED THAT THE DEVICE OPERATED AS PROGRAMMED. THE REPORTS WERE REVIEWED WITH THE CLINICIAN. THIS CRT-D REMAINS IN SERVICE. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Labeling Review: Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Risk Assessment: A Risk Review was completed and confirmed that the event of Brady Pacing Not Delivered When Required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.